Event description:
The technician alleged the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail end tube was bent and disconnected. The technician replaced the side rail end tube and rivets to resolve the issue.